Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) the unit shutdown while customer performed preliminary test. The device was plugged into power source at the time. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d5, e2 & e3 is unknown (initially it was submitted as "yes" & "other healthcare professional). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the batteries (battery_sealed lead acid_12v and primary 9v battery alkaline), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Additional customer contact information: phone: (B)(6).

Event description:
N/a.